Manufacturer narrative:
Pt info: unknown, information not provided. Implant and explant dates: if implanted or explanted; give date: not applicable as the product was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when removing a zcb00 9.5 diopter intraocular lens (iol) from packaging customer account reported a scratch was noticed on the iol upon opening. Through follow up, customer account provided additional information confirming no patient contact, confirmed out of box failure and product was not handled. The procedure was completed successfully using the backup lens of the same model and diopter size. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/22/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under microscope 10x magnification and viscoelastic residue was observed. The lens was cleaned to identify the complaint reported. No damage, scratches, or additional cosmetic defects were observed. The complaint issue was not confirmed. A product deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in the complaint database was conducted. Results revealed one additional complaint for this production order number. This complaint was not related to this issue and no product deficiency was identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.